Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi ltd) and the importer ((B)(4)), as novogi ltd. Serves as the designed complaint handling unit for both facilities. The only info that is available is that there was a mild leak detected during the pneumatic test. This info could not be verified and the device and/or its identification were not received, despite repeated attempts to receive additional info. Therefore, no further investigation could be conducted and no conclusions could be drawn. Continued attempts are being made to obtain additional info regarding this case and a supplemental MDR will be submitted in the event any new info is received. It should be noted that a positive leak test during the surgical procedure is an anticipated event with anastomotic devices and may be related to a failure in the surgical technique leaks detected at this stage enable immediate intraoperative repair or strengthening of the anastomotic area.

Event description:
The following was reported: "there was a mild leak detected during the procedure."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi ltd) and the importer ((B)(4)), as novogi ltd. Serves as the designed complaint handling unit for both facilities. The only info that is available is that there was a mild leak detected during the pneumatic test. This info could not be verified and the device and/or its identification were not received, despite repeated attempts to receive additional info. Therefore, no further investigation could be conducted and no conclusions could be drawn. Continued attempts are being made to obtain additional info regarding this case and a supplemental MDR will be submitted in the event any new info is received. It should be noted that a positive leak test during the surgical procedure is an anticipated event with anastomotic devices and may be related to a failure in the surgical technique leaks detected at this stage enable immediate intraoperative repair or strengthening of the anastomotic area.